Event description:
During the implant procedure, a pneumothorax occurred while the surgeon repositioned the sensing lead. Surgeon stitched the area and admitted the patient for observation. Imaging confirmed pneumothorax had resolved and patient was discharged.